Event description:
Meter name: ot fast take. Strip name: one touch fasttake. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: cannot hold urine. A pt reported they were unable to test. Their meter allegedly had no power. There was no result on their meter. There were no other tests or comparisons. No treatment. No further info has been reported.